Event description:
Info was received that reported a pt was hospitalized in 2007 due to hyperglycemia. Per the reporter the day before, she had a blood glucose>500, gave a bolus of 3.04u and went to bed. She woke up on original date, with blood glucose of 407. Her blood glucose was greater then 500 most of the day. Upon admit to hospital she was diagnosed with hyperglycemia and bronchitis. The pt reports having a cough for 5 weeks. She was treated with IV antibiotics, and injection of insulin and was treated for dehydration. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Add'l manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.